Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl and ranged up to 263 mg/dl; cause was unknown. Additionally, it was reported that a cartridge change error message occurred and the cartridge pigtail luer lock connection disconnected from the tubing. Customer addressed bg level by ingesting carbohydrates, juice, and peanut butter. Reportedly, the customer continued to use the pump for insulin therapy.